Event description:
Note: this manufacturer report pertains to the one of two devices used in the same procedure. Refer to manufacturer report # 3005099803-2014-03448 and 3005099803-2014-03434 for the associated device information. It was reported to boston scientific corporation on (B)(6) 2014 that two accumax 200 laser fibers were used during a cystoscopy ureteral stone with laser procedure in the ureter and kidney performed on (B)(6) 2014. According to the complainant, during the preparation, the tip of the first laser fiber broke (the subject of MFR. Report #3005099803-2014-03448). A second accumax laser fiber (the subject of MFR. Report #3005099803-2014-03434) was used and the fiber broke when laser energy was fired, causing a minor burn to the physician's hand. The procedure was completed with another accumax laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) fiber tip detached. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.